Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm what do you mean by "needle separated from swaging" ? Did the whole needle separate / pull off from suture? Or did the needle physically break into 2 pieces at the swage location? If needle broke, did it break at the swage location? Did the needle /piece fall into patient? If yes, was it removed? How was it removed? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? Were any measures were taken to retrieve the broken piece? If yes, please specify what was done? Has there been any medical or surgical intervention performed? Was the initial procedure completed successfully? And how? Any patient consequence / ae report or outcome? Please confirm if all the 4 different suture products were being used on same patient during the single procedure? Or multiple procedures? If multiple events then please confirm the total number of procedures? For each procedure provide complaint / issue details, product details, patient details, qty involved, etc.

Event description:
It was reported that the patient underwent CABG and valve replacement procedure on (B)(6) 2018 and suture was used. The needle separated from the needle during use. No patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch v6001 mfg date: 06/01/2016, exp date: 05/31/2021. Batch v5003 mfg date: 10/01/2015, exp date: 09/30/2020. Batch v6002 mfg date: 12/01/2016, exp date:11/30/2021. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Pc-(B)(4). The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch v6001 mfg date: unk, exp date: unk. Batch v5003 mfg date: unk, exp date: unk . Batch v6002 mfg date: 12/01/2016, exp date:11/30/2021. In addition, a review of the batch manufacturing records for the possible batch number v6002 was conducted and the batch met all finished goods release criteria. Opened samples were returned for evaluation. All the opened suture packs were visually inspected to checked and no needle pull off was evident. The received suture material were visually inspected under magnification and found with no defect. As the returned samples received in open condition further investigation on complaint sample cannot be performed except visual inspection. Returned needles were visually inspected no defect were observed. Five retain samples of incident codes and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification.

Manufacturer narrative:
Product complaint # pc-(B)(4). The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch v6001 mfg date: unk, exp date: unk. Batch v5003 mfg date: unk, exp date: unk. Batch v6002 mfg date: unk, exp date: unk.